Manufacturer narrative:
Concomitant products: truliant 3.5/2.5 fit tray (cat# 02-022-45-3525 / serial# (B)(4)). 3.5 12mm psc insert (cat# 02-022-44-3512 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 2.5 years postop the initial ltka, the (B)(6) female patient¿s femur and tibia were both revised due to loosening. The liner was removed, tibia found to be loose and removed, femur was checked and found to be loose as well. The patient received a logic cck knee system. Patient was last known to be in stable condition following the event. The device will be returned.

Manufacturer narrative:
H3: the revision reported was likely the result of patient-related conditions and an insufficient bond between the implants and the bones, which led to aseptic (non-infected) femoral and tibial loosening and tibial tray subsidence. However, this cannot be confirmed as the devices and immediate post-operative x-rays of the initial surgery were not available for evaluation. The most probable root cause associated with the reported event of "loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with ¿tibial subsidence¿ is associated with a tibial tray that subsides into the prepared tibia further than expected. This typically occurs post-operatively.